Event description:
Gary said the bed was in a chair like position and would not operate. No one was involved with the bed and it is out of service. Resolution was to recalibrate the bed position sensors.